Event description:
It was reported that during follow-up, the atrial lead exhibited low impedance and noise. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.